Manufacturer narrative:
The device was not available for evaluation. Additional information provided that the patient experienced a traumatic fall and underwent re-operation to replace the interbody, which had migrated post-operatively, extend the fusion, and remove loosened pedicle screws at l5. Following this re-operation, three (3) locking caps loosened at l5 and s1. It is possible that the traumatic fall may have compromised anterior support at l5; however, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done for a locking cap that came loose post-operatively.